Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked above and below the bumper pad. No damage found to returned battery cap. No damage to the power circuit was found. Audio bolus button cover is torn; the button is fully responding to user presses. No moisture/corrosion observed in the battery compartment. Returned battery cap is able to attach to the pump. A 24hr duration test was completed with returned battery cap; no por¿s were duplicated. Leak test fails with battery compartment leak and bolus button leak. Removed pump cover; no evidence of internal moisture was observed. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.